Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe stabbing throbbing pain in her left pelvic area that radiates down her left leg") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced depression ("depression") and weight increased ("weight gain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced anxiety ("anxiety"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) -2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet new reporters added. Patient demographic information and patient relevant history added. Events abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, depression, dysmenorrhea (cramping) and weight gain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe stabbing throbbing pain in her left pelvic area that radiates down her left leg/side pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced anxiety ("anxiety"), depression ("depression"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes - describe:"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/started having large blood clots with my period") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, weight increased and hormone level abnormal had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Doctor suggested to have a hysterectomy. Scheduling in 2018 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received. Event hormonal changes added. Historical drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe stabbing throbbing pain in her left pelvic area that radiates down her left leg/side pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain/gained 40 pounds") and hormone level abnormal ("hormonal changes - describe:"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/started having large blood clots with my period/heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced headache ("headache"), mental disorder ("nervous breakdown"), post-traumatic stress disorder ("ptsd") and panic attack ("panic attacks"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, weight increased and hormone level abnormal had not resolved and the headache, mental disorder, post-traumatic stress disorder and panic attack outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, panic attack, pelvic pain, post-traumatic stress disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Doctor suggested to have a hysterectomy. Scheduling in (B)(6) 2018. Reason of removal : pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: headache, nervous breakdown, ptsd, panic attacks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: social media received. Events: headache, nervous breakdown, ptsd, panic attacks added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe stabbing throbbing pain in her left pelvic area that radiates down her left leg/side pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain/gained 40 pounds") and hormone level abnormal ("hormonal changes - describe:"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/started having large blood clots with my period/heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced headache ("headache"), mental disorder ("nervous breakdown"), post-traumatic stress disorder ("ptsd") and panic attack ("panic attacks"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, weight increased and hormone level abnormal had not resolved and the headache, mental disorder, post-traumatic stress disorder and panic attack outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, panic attack, pelvic pain, post-traumatic stress disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 160 lbs. Doctor suggested to have a hysterectomy. Scheduling in (B)(6) 2018. Reason of removal : pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: headache, nervous breakdown, ptsd, panic attacks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Events: headache, nervous breakdown, ptsd, panic attacks added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe stabbing throbbing pain in her left pelvic area that radiates down her left leg/side pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included body mass index normal. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced anxiety ("anxiety") and depression ("depression") and was found to have weight increased ("weight gain/gained 40 pounds") and hormone level abnormal ("hormonal changes - describe:"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/started having large blood clots with my period/heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced headache ("headache"), mental disorder ("nervous breakdown"), post-traumatic stress disorder ("ptsd") and panic attack ("panic attacks"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, weight increased and hormone level abnormal had not resolved and the headache, mental disorder, post-traumatic stress disorder and panic attack outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, panic attack, pelvic pain, post-traumatic stress disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) . Doctor suggested to have a hysterectomy. Scheduling in (B)(6) 2018 reason of removal : pain discrepancy noted: date(s) of insertion: (B)(6) 2011, (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: headache, nervous breakdown, ptsd, panic attacks quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.